Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle. The needle was attached to the suture thread. The suture was returned intact. Upon microscopic inspection, eight of the suture barbs were noted to be torn. The eight torn barbs remained attached to the suture. The torn barbs were located within 1 inch and 1 3/4 inch away from the needle attachment point. The measurement was taken with a steel rule. Unfortunately, as the product was returned open and no sealed samples were returned, a tensile strength test could not be performed. A manufacturing assessment was performed for this event. The manufacturing assessment concluded following escalation to engineering, the suture was found to be within specifications as the torn/ eye lashed barbs were less than two inches from the needle attachment point. Full details of this assessment are available in the corresponding task. It was reported that all three sutures broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gynecological surgery, all three suture broke. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant products: vlocm1203 - vlocm1203 v-loc* 90 4-0 vio 15cm cv15, lot# a3j2137vy vlocm1203 - vlocm1203 v-loc* 90 4-0 vio 15cm cv15, lot# a3j2137vy vlocm1203 - vlocm1203 v-loc* 90 4-0 vio 15cm cv15, lot# a3j2137vy vlocm1203 - vlocm1203 v-loc* 90 4-0 vio 15cm cv15, lot# a3j2137vy vlocm1203 - vlocm1203 v-loc* 90 4-0 vio 15cm cv15, lot# a3j2137vy vlocm1203 - vlocm1203 v-loc* 90 4-0 vio 15cm cv15, lot# a3j2137vy vlocm1203 - vlocm1203 v-loc* 90 4-0 vio 15cm cv15, lot# a3j2137vy vlocm1203 - vlocm1203 v-loc* 90 4-0 vio 15cm cv15, lot# a3j2137vy vlocm1203 - vlocm1203 v-loc* 90 4-0 vio 15cm cv15, lot# a3j2137vy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, all three sutures broke. Another device was used to resolve the issue. There was no patient injury.